Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the user restarted device but exposure still failed, customer called philips field engineer and was instructed to replace fuse to solve the issue, then completed procedure. It was reported that the exposure failed. Upon further inspection, philips field service engineer (fse) visited onsite and checked the power and fuse then found the fuse was defective. Fse replaced fuse. After the replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It was reported to philips that there was unable to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.